Event description:
It was reported that the left ventricular (lv) lead impedances had been erratic since the lead was connected to the device four years ago. It was found that the lead connector pin was not seated properly across the set screw in the device header. The lead was connected properly in a new device during routine changeout and remains in use. The device was explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7304 implantable cardioverter defibrillator (ICD) (B)(6) 2009; 6932 implantable tachy lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003. (B)(4).